Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo, 80% stenosed, moderately calcified and moderately tortuous lesion in the atrioventricular fistula (avf) artery. The 6.0x40mm armada 35 percutaneous transluminal angioplasty (pta) balloon was not soaked prior to use but the device was prepared (air aspiration) outside the anatomy prior to use without any issues. The armada was advanced to the target lesion without resistance and the balloon was first inflated to 6 atmospheres (atms) and then slowly inflated to 16 atms without stopping and the balloon ruptured. The balloon was removed and another same size armada 35 was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.h6: medical device problem code 2017 removed.